Event description:
Device 2 of 2reference MFR. Report#: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete device information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-48208. It was reported high/low impedance was present and was due to the patient's lead being disconnected from the header of their ipg. As a result, the patient underwent surgical intervention. During the procedure, the physician was unable to reconnect the lead to the patient's ipg. In turn, the physician decided to explant and replace the patient's ipg to address the issue.